Event description:
It was reported to boston scientific corporation that a mantis clip device was used in the cecum during a colonoscopy procedure performed on (B)(6) 2023. During the procedure, a mantis clip was used to close the area of the polypectomy. The clip was deployed but did not dislodge from the spring tube. All of the clip was removed from the patient, and there was no injury or trauma to the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block g2: medwatch reference number: mw5118691. Block h6: imdrf device code a15 captures the reportable event of the clip that did not dislodge from the spring tube.